Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose level was 150mg/dl at the time of the incident. It was reported that there was a blank display, repeated shutdown without any alert or alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump powered up properly after battery installation. No blank display noted. Insulin pump passed the self-test, sleep current measurement, active current measurement, and displacement test. Power graph analysis confirmed low battery alarms and an abnormal loaded voltage (loaded vlith) at the power management graph due to connector resistance at printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. The insulin pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to printed circuit board during visual inspection. Insulin pump was received with scratched case, serial number label stained, cracked retainer, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.